Event description:
The product was used during a left pneumonectomy procedure. Reportedly, some bleeding occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.